Event description:
Healthcare professional reported left side rupture and capsular contracture, baker grade iii. The device has been explanted.

Manufacturer narrative:
Photo analysis: visual analysis of the photographs identified: rupture: observed, opening on the device but cannot perform an assessment of the opening as no microscopic analysis can be performed. Capsular contracture: unable to observe as it is a medical event that is not related to the device. No further actions are required since no issue in the manufacturing of the device is observed.

Manufacturer narrative:
Device evaluation: based on the product analysis performed, the assessments of the complaints are: ¿ rupture: observed a broken assessed as an unidentified (tear) opening (shell thickness within spec). ¿ capsular contracture: unable to observe. No other observations observed, no further actions are required.

Event description:
Healthcare professional reported left side rupture and capsular contracture, baker grade iii. The device has been explanted.

Manufacturer narrative:
A review of the device history record has been completed. No deviations or non-conformances noted. The event of capsular contracture is a physiological complication. And analysis of the device generally does not assist allergan in determining a probable cause for this event. Further information from the reporter regarding event, product, or patient details has been/will be requested. No additional information is available at this time. Reason for reoperation: rupture, capsular contracture, baker grade iii.

Event description:
Healthcare professional reported, left side rupture. And capsular contracture, baker grade iii. The device has been explanted.